Event description:
It was reported that the patient's right ventricular (rv) lead had an increase in impedance. Noise, oversensing, loss of capture, and inappropriate shocks were also reported. The lead was removed and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient's right ventricular (rv) lead had an increase in impedance. Noise, oversensing, loss of capture, and inappropriate shocks were also reported. The lead was removed and replaced. There were no patient complications reported as a result of this event.